Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 21 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be presumed. However, it was surmised, that no image was displayed temporarily, due to a temporary water immersion from a part of the damaged cable. The event can be prevented, by following the instructions for use which state:  never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no image could not be replicated. Additional evaluation findings are as follows: cable damaged at cable section, cable twisting at cable section, corrosion of free lock lever at head section, scope mount corrosion at head section (heavy operation). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the autoclavable camera head had no image. The device was inspected before use. There was no patient harm reported to olympus.